Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in an adult female patient who had essure (batch no. C80063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included tranexamic acid (lysteda) from 2016 to 2018. On (B)(6) 2015, the patient had essure inserted. In august 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression"), anxiety ("anxiety"), dyspareunia ("dyspareunia (painful sexual intercourse)"), gastrooesophageal reflux disease ("acid reflux") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (robotic hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, vaginal haemorrhage, depression, anxiety, dyspareunia, weight increased, gastrooesophageal reflux disease and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, gastrooesophageal reflux disease, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping),pelvic/abdominal pain. Date(s) of insertion: (B)(6) 2015 (discrepancy noted) . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2015: essure confirmation test results: total bilateral occlusion.; in 2015: both tubes blocked. Imaging procedure - on an unknown date: unknown. Pathology test - on (B)(6) 2019: cervix: mild chronic erosive cervicitis. Squamous metaplasia. Nabothian cysts. Endometrium: proliferative phase endometrium. Myometrium: adenomyosis. Intramural leiomyoma. Left fallopian tube: vascular congestion. Essure devise, grossly identified. Left ovary: endometriosis. Simple cyst. Right fallopian tube : vascular congestion and paratubal cyst . Right ovary: corpus luteum cyst.. Lot number: c80063 manufacture date: 2014-07 expiration date: 2017-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in an adult female patient who had essure (batch no. C80063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included tranexamic acid (lysteda) from 2016 to 2018. On (B)(6) 2015, the patient had essure inserted. In august 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression"), anxiety ("anxiety"), dyspareunia ("dyspareunia (painful sexual intercourse)"), gastrooesophageal reflux disease ("acid reflux") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (robotic hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, vaginal haemorrhage, depression, anxiety, dyspareunia, weight increased, gastrooesophageal reflux disease and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, gastrooesophageal reflux disease, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping),pelvic/abdominal pain. Date(s) of insertion: (B)(6) 2015 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in 2014: total bilateral occlusion; in 2015: both tubes blocked. Imaging procedure on an unknown date: unknown. Pathology test on (B)(6) 2019: cervix: mild chronic erosive cervicitis. Squamous metaplasia. Nabothian cysts. Endometrium: proliferative phase endometrium. Myometrium: adenomyosis. Intramural leiomyoma. Left fallopian tube: vascular congestion. Essure devise, grossly identified. Left ovary: endometriosis. Simple cyst. Right fallopian tube : vascular congestion and paratubal cyst . Right ovary: corpus luteum cyst.. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs & mr received. Date of explant added. This case was upgraded to incident from other event. Lot number added. New events were added: abnormal bleeding (vaginal, menorrhagia), depression, anxiety, dyspareunia (painful sexual intercourse), weight gain, acid reflux and hair loss. Onset date of menorrhagia, dysmenorrhea (cramping) and pelvic pain were added. Reporter information, concomitant drug and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.